Event description:
Noted infusaport not functioning, leaking of fluid into surrounding tissue. Last use of port was 10/03/2002 with no problem. X-ray revealed tubing sheared off at level of clavicle and travelled to right pulmonary artery. Port and tubing removed.